Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that since the devices upgrade, the charge button is not functioning and will not power off with pulling the battery. No report of patient involvement.